Manufacturer narrative:
Other text: b5: additional information received at smiths medical 30-jun-2021: no patient incident found during testing. H6: event problem and evaluation codes: corrections after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked battery door and bubbled downstream occlusion sensor seal. The customer stated problem was duplicated. The customer's reported problem was confirmed. The device was found to have an alarm error code 45636 and 46011 in red screen during power up. The device was opened and found that fluid ingression is the root cause of the issue. The microprocessor board was replaced as the primary issue. The cause of the reported problem was traced to customer manipulation of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 45636. It is unknown if there was a patient, or clinician injury associated with this occurrence.